Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh2354 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
Per report, during insertion of PICC line at the time the wire was removed through the needle it allegedly formed a knot and broke off in the patient's arm. Ir had to do a small cut down to remove the wire. No patient injury reported.